Event description:
Determined to be reportable based on analysis approved december 5th, 2006. It was reported that during a pci procedure, the maverick2 monorail balloon would not inflate. The balloon was being used to pre-dilate a lesion located in the calcified, 90% stenosed distal right coronary artery (rca). The balloon was inflated to 6 atms but failed to maintain pressure. The procedure was completed with another maverick2 monorail balloon. There were no reported patient complications. The patient's status is listed as "good".

Manufacturer narrative:
Returned device analysis revealed that a pinhole leak was present in the balloon. The leak was located at the distal edge of the marker band. Microscopic examination of the balloon material, at the leak site, could not identify any issues with the balloon or with the marker band that could have potentially contributed to the pinhole leak. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause is unknown.